Event description:
It was reported that the right atrial lead triggered a warning for high impedance. Transmission data showed variability in impedance and showed many high impedance counts. The lead is still in use. No complications were noted as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the lead pacing impedance had high impedance paces: (B)(4) as of (B)(6) 2012. Overall lead impedance trend is stable and within normal range. Also, there was a patient alert for a lead warning on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.